Event description:
Customer reported that a pyxis medstation es system experienced a drawer malfunction which resulted in a delay in access to a hydromorphone pca syringe. Customer reported that the patient experienced harm because of the delay. Customer reported that the medication was loaded to nearby device for patient therapy to resume. The length of the delay to patient care was not disclosed.

Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced a drawer malfunction which resulted in a delay in access to a hydromorphone pca syringe. Customer reported that the patient experienced harm because of the delay. Customer reported that the medication was loaded to nearby device for patient therapy to resume. The length of the delay to patient care was not disclosed. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and evidence of a drawer malfunction and reported that no other issue was found. Drawers were tested and confirmed operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-may-2020 to 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the drawers. The field service engineer reported that no issue was found. Drawers were tested and they worked fine. The system functioned as intended after the field service engineer assessed the device.

Event description:
Customer reported that a pyxis medstation es system experienced a drawer malfunction which resulted in a delay in access to a hydromorphone pca syringe. Customer reported that the "patient was probably in pain". Customer reported that the medication was loaded to nearby device for patient therapy to resume. The length of the delay to patient care was not disclosed. There were no adverse events or injuries reported based on this incident.